Event description:
It was reported during a hernia repair procedure that the staples will not release. They used another like device. There was no adverse patient consequence.

Manufacturer narrative:
The analysis results showed that one device was returned with the nose open as the nose weld was insufficient, no functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as the were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.